Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. Signs of use in the form of biological material were observed on the guidewire which contradict the customer report that the damage was observed prior to use. It was also noted that guidewire was returned removed from the advancer assembly indicating it had been handled by the customer. Visual analysis revealed two minor bends and a misshapen j-bend. Microscopic examination confirmed the distal and proximal welds were spherical and intact. The bends were located 28 mm and 310 mm from the distal end. The overall guidewire length measured 602 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured .802 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The report of a damaged guidewire was confirmed through visual examination of the returned sample. The guidewire met all relevant dimensional and functional requirements. The event was reported before use; however, based on biological material found on the sample and damage in areas where the product would have been protected in packaging, it cannot be confirmed whether the guidewire was damaged before or during use. Based on these circumstances, the root cause of this investigation cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the swg tip was found deformed before use. Therefore, a new kit was used instead." There was no patient involvement.

Event description:
It was reported "the swg tip was found deformed before use. Therefore, a new kit was used instead." There was no patient involvement.

Manufacturer narrative:
(B)(4).